Event description:
It was reported that while infusing oxytocin (concentration 30 units / 500ml) to a mother in labor the pump changed the rate from 8 ml/hour to 200 ml/hour spontaneously. Approximately 30ml was infused over 9 minutes. The clinician stopped the infusion and replaced the pump module to continue infusing the oxytocin. The fetal heart rate decreased to "90s", when the oxytocin infusion was stopped the heart rate elevated again. The hospital pharmacist and medication safety officer confirmed there were no adverse events or harm to the patients.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Not applicable. Device evaluated by bd.